Manufacturer narrative:
Device evaluation: the battery monitor board was returned to the manufacturer and evaluation was completed. The issue could not be confirmed. The battery monitor board was tested in an in house imaging system. The system readied and battery errors were not observed. Visual inspection notes the top led on ds1 is out. There was no functional problem found.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the monitor board was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the battery monitor board for the imaging system was intermittently not showing the proper voltages. There was no patient present when this issue was identified. No additional information was provided.